Event description:
It was reported via repair work order that the cot stability could be affected by a loose caster nut and bolt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.